Event description:
The customer reported that the ventilator stopped ventilating while in patient use. The spo2 of the patient dropped to somewhere between 40 to 49%. The nurse placed the patient on a different ventilator and the patient's spo2 recovered.